Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that when the staff tried to deflate the balloon it was impossible. Visual examination on the returned sample showed no abnormalities or design irregularities. The investigation was initiated by inflating the actual sample with 3ml of water. The sample was then subjected to deflation test using the same method. The sample however able to deflate completely without having any difficulty. Non-deflation could be due to several reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. Besides that , based on the IFU, it was advised to cut the shaft near the entry site as to allow the liquid to flow out of the balloon if the valve fails to deflate the balloon. Non-deflation could also happen due to asymmetrical condition of the balloon which resulted in occlusion of the balloon inflation eye during deflation process. However, no sign of balloon asymmetry was observed during the investigation. In current standard operating procedure as per spm-a51-003, the balloons are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection, 20 minutes leak test and 100% deflation process (spm-a52-004). Catheter with defective balloon will be culled out during this process. Non-deflation balloon may happen due to several reasons. However , after investigation, there was no deflation issue encountered on the actual sample during testing. Also, there was no sign of balloon asymmetry observed that could result in non-deflation failure. Therefore, this complaint could not be confirmed.

Event description:
Insertion of the catheter by a doctor because of a distended bladder. The balloon was properly inflated inside the patient. When the staff tried to deflate the balloon it was impossible. The catheter was removed with the balloon still inflated with sterile water. Clinical consequence: the patient was in shock and there was bleeding at the level of the urethra. Prior to insertion the balloon had been tested with success. After removal, the balloon was deflated with success.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released met specification. No sample was returned for investigation; therefore, no physical investigation could be conducted. Balloon could not be deflated may be due to several reasons. Due to there was no sample returned for this complaint, any further investigation was not possible. Thus, this complaint cannot be confirmed.

Event description:
Insertion of the catheter by a doctor because of a distended bladder. The balloon was properly inflated inside the patient. When the staff tried to deflate the balloon it was impossible. The catheter was removed with the balloon still inflated with sterile water. Clinical consequence: the patient was in shock and there was bleeding at the level of the urethra. Prior to insertion the balloon had been tested with success. After removal, the balloon was deflated with success.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Insertion of the catheter by a doctor because of a distended bladder. The balloon was properly inflated inside the patient. When the staff tried to deflate the balloon it was impossible. The catheter was removed with the balloon still inflated with sterile water. Clinical consequence: the patient was in shock and there was bleeding at the level of the urethra. Prior to insertion the balloon had been tested with success. After removal, the balloon was deflated with success.